Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (clinic meter). The reporter claimed obtaining blood glucose readings of 246mg/dl with the subject meter and between 83mg/dl on another device, but did not specify the time difference between the tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.